Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: one (1) controller was returned for evaluation. The ventricular assist device (vad) pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned device revealed that the returned controller passed visual inspection and functional testing. Log file analysis revealed that the controller was originally in use at the time of the reported event. Review of the controller log files revealed one (1) low flow alarm logged on (B)(6) 2020. A sudden, sustained decrease in power consumption and estimated flows was logged on (B)(6) 2020, leading to parameters below normal operating range, and one (1) low flow alarm was logged on (B)(6) 2020 at 04:37:05. A vad disconnect alarm was logged on (B)(6) 2020, at 05:17:17, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller exchange. Log file analysis revealed that the back-up controller was subsequently in use. Multiple controller power up events, without associated motor start events, and vad disconnect alarms were logged on the back-up controller between 04:58:53 and 05:21:05, indicating that the controller was turned on before the driveline was connected. A successful motor start was logged on the back-up controller at 05:26:54; the pump was not running for 9 minutes and 37 seconds. Analysis of the data following the controller exchange revealed that power consumption remained below normal operating range and an additional low flow alarm was logged at 05:26:59. As a result, the reported event was confirmed. Of note, it was reported that the patient had lost consciousness from the low flows, which were suspected to be due to arrhythmias. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Based on the available information, the most likely root cause of the reported loss of power and vad disconnect alarms can be attributed to the reported controller exchange after the patient was found unconscious. Per the vad instructions for use, cardiac arrhythmias and death are known potential complications associated with the implantation of an vad pump. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including arrhythmias, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 (B)(4). Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2018 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 28-feb-2017, labeled for single use: no, (B)(4) additional information has been requested regarding the cause of death, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited below normal power consumption and low flows with alarms. The controller had multiple vad disconnect alarms, some with associated vad stoppage and start-up events. The patient was reported to be unresponsive when emergency medical services arrived at the patient's home. It was reported that the patient's partner had performed a controller exchange. The patient died within an hour of the low flow alarms. An autopsy was performed and the cause of death has yet to be determined.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information included details surrounding the patient's death. Additional products: controller 2.0 con301095. D10: yes, return date: 09-jun-2020. H3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. H6: patient code(s): c50635. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had lost consciousness from the low flows, suspected to be due to arrhythmias. During the controller exchange after the patient had lost consciousness, the ventricular assist device (vad) was off for around nine and a half minutes; by the time the vad was restarted, there was no more flow. The patient was pronounced dead shortly after.